Manufacturer narrative:
(B)(6). (B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that before the revascularization procedure in (B)(6) 2010, the patient presented with episodes of right sided precordial pain. Pain was associated with excessive heat. Pain lasted a maximum of 20-30 minutes and resolved on its own. No medication was taken. The next day, she presented to a (B)(4). Upon arrival, an ECG did not show any acute ischemic changes. Cardiac enzymes were negative, but due to the stent placement to the mid lad she was transferred to (B)(4) study site for further revaluation and treatment.

Manufacturer narrative:
Additiional information: describe event or problem, relevant tests/lab data, other relevant history, patient codes.(B)(4).

Event description:
(B)(4) study. It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with unstable angina and ostial stent jailing. The index procedure treated the 90% stenosed, 2.3x24mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre-dilation, the placement of a 2.25x28mm taxus liberte atom stent and post dilation resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2010, the patient presented with unstable angina. Angiography revealed a 90% stent jailing at the ostium of the 1st diagonal vessel and mid lad. The 1st diagonal was treated with balloon angioplasty and the placement of a 2.25x12mm taxus liberte stent resulting in 0% residual stenosis. The lad was then rewired and angioplastied across the area inside the stent with a 2.5mm non conforming balloon resulting in 20% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. Per the physician, the unstable angina and target vessel revascularization were listed as "not related" to the study stent.